Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to an electronically leaky filter, designator fl9, from the analog pcb assembly which caused the internal hlc battery to deplete.

Event description:
It was reported to a physio-control service representative that the customer's device did not power on and that the charge-pak, attention and service symbols were lit. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.